Event description:
The physician stated that when he removed the catheter during thoracentesis, he noticed a large piece had broken off. After examining the portion that was retrieved, he stated that he is very concerned that it might have broken into multiple pieces. The pt received a chest x-ray which confirmed a portion was retained. The pt is currently asymptomatic and they will most likely remove the device during a subsequent surgical procedure.